Event description:
It was reported a promus 2.75 x 15 stent was deployed 18 months ago ((B)(6) 2008) in the proximal left anterior descending artery (lad). The patient presented to the hospital on (B)(6) 2010 with chest pain and was diagnosed with a myocardial infarction (mi) and very late stent thrombosis in the promus stent. The patient was reported to have forgotten to take plavix for 2 days. The thrombosis was confirmed in the proximal lad. The patient was treated with a non-abbott catheter to remove the thrombosis along with balloon dilatation and the implantation of a non-abbott stent. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. Dilatation catheter: ryujin 2.5 x 10; guide wire: bmw; guiding catheter: runway bsc cls3.5; inflation device: bsc; equipment rhv: bsc; sheath: cordis; stent: prokinetic energy 3.0 x 20 mm.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, myocardial infarction, and thrombosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the patient forgot to take plavix for two days, it should be noted that the promus IFU states: it is very important that the patient is compliant with the post procedural antiplatelet recommendations. Premature discontinuation of prescribed antiplatelet medication could result in a higher risk of thrombosis, myocardial infarction or death. In this case, it is unknown whether the patient forgetting to take plavix for two days contributed to the reported patient effects.